Event description:
Healthcare professional reported the pt was having increased pain and it was noted at the last 2 refills taht there was about 2 weeks of medication left in the reservoir. A catheter dye study and a rotor study were both ok, but the healthcare professional was concerned as the medication was not being delivered as it should. The pump was replaced. The pt is reported to be doing much better.